Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous distal left circumflex artery (lcx). A 10mmx2.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the balloon was expanded halfway into the proximal lesion and inside part of the stent, but when pressure was applied up to 4atm, the balloon ruptured. The physician suspected that the stent strut was damaged and caused the rupture to occur. The dilation was performed with another of the same device. No complications were reported.